Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was partially returned in 2 segments severed 165mm from the terminal pin with a total length of 345mm. Both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that during routine follow-up evidence of right ventricular (rv) lead noise and intermittent high out-of-range pace impedance measurements stored in device memory. There were no instances of inappropriate therapy but the physician elected to disable shock therapy pending revision. A procedure was later performed at which time the lead was tested via programmer and pacing system analyzer (psa) but the labile impedances could not be reproduced. The rv lead was explanted and replaced. The physician elected to explant and replace the device as well due to avoid an additional procedure in the future; the device was subsequently discarded. It was reported the patient is not pacemaker dependent. No adverse patient effects were reported.